Event description:
It was reported that during insertion of the intraortic balloon, the guide wire kinked and could not be withdrawn from the catheter. The catheter and guide wire were removed as a unit without any complications.